Event description:
Customer reported that their pump screen was not turning on. As a result, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed the high blood glucose level by performing a correction injection via an alternate method and used a backup out-of-warranty pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.